Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the purge leak - pump was not determined since product was not returned and there is a lack of clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump had purge pressure/purge flow issues which the team attempted to troubleshoot with purge cassette replacement. This did not resolve the issue. The pump remains on for support aware that the pump may stop.